Event description:
It was reported that the health care professional requested review of data transmitted by the cardiac resynchronization therapy defibrillator (crt-d) system with this right ventricular (rv) lead. Technical services (ts) reviewed the presenting electrogram per request. Ts noted the patient had a left ventricular assist device (lvad) implanted a couple weeks ago. Ts advised on the presenting electrogram there is baseline noise, but it is not oversensed. The rv pacing impedance measurements had dropped but remain in range at this time. Ts also noted there had been a slight increase in rv thresholds. Ts also found an alert for intrinsic right ventricular amplitude out of range. Ts noted this crt-d system appears to be functioning normally despite observed noise. Additional information from the field representative confirmed the observed noise was from the lvad. No other actions were taken at this time. Additional information provided following the placement of the lvad last year this rv lead has exhibited a rise in shock impedance measurements. High out of range shock impedance measurements were exhibited. Additionally, rv pacing impedances had recovered and also rose but with were still within normal limits. Ts suggested this rise in both the shock and pacing impedance measurements indicates a physiologic change. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the health care professional requested review of data transmitted by the cardiac resynchronization therapy defibrillator (crt-d) system with this right ventricular (rv) lead. Technical services (ts) reviewed the presenting electrogram per request. Ts noted the patient had a left ventricular assist device (lvad) implanted a couple weeks ago. Ts advised on the presenting electrogram there is baseline noise, but it is not oversensed. The rv pacing impedance measurements had dropped but remain in range at this time. Ts also noted there had been a slight increase in rv thresholds. Ts also found an alert for intrinsic right ventricular amplitude out of range. Ts noted this crt-d system appears to be functioning normally despite observed noise. Additional information from the field representative confirmed the observed noise was from the lvad. No other actions were taken at this time. Additional information provided following the placement of the lvad last year this rv lead has exhibited a rise in shock impedance measurements. High out of range shock impedance measurements were exhibited. Additionally, rv pacing impedances had recovered and also rose but with were still within normal limits. Ts suggested this rise in both the shock and pacing impedance measurements indicates a physiologic change. This rv lead remains in service. No adverse patient effects were reported.